Event description:
It was reported by the affiliate that when the device, with reload cartridge, was used during a laparoscopic cholecystectomy procedure, it would not cut or staple. It is unknown how the case was completed. There was no consequence to the patient.